Event description:
Related manufacturing report number: 2017865-2022-02583. It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the atrial lead had low pacing impedance and over-sensing noise. It was also noted that the right ventricular (rv) lead had over-sensing noise resulting in high ventricular rate (hvr) episodes. The physician elected to explant and replace the atrial and rv lead. During explant, the atrial and rv leads were found crimped. The patient condition was stable.